Event description:
It was reported that while in the or, the md placed a sheath via the right femoral artery. The pt was being prepped for a sternotomy.the pt became unstable and the md decided to insert an iab. The guidewire was introduced through the sheath and the 5 fr sheath was removed. The iab sheath was inserted over the dilator. The iab was inserted, positioned and counter pulsation started. With a few minutes, blood was noted in the "tube" and the monitor began to alarm "leak in iab circuit." As the md was removing the iab, he encountered resistance. The iab was manipulated and finally removed from the pt. Upon removal, the tip was found "broken" 1 1/2 inches from the tip. The md replaced the iab, the surgery was performed, and the pt recovered in the ICU. Follow-up report will be filed when evaluation is completed.